Event description:
It was reported that the patient experienced diaphragmatic pacing due to elevated thresholds in the left ventricular (lv) lead. The lv lead was programmed off and there was no replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.